Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 419 mg/dl at the time of hospitalization. The customer reported the cause of their hospitalization was from diabetic ketoacidosis. Customer reported feeling bad and boluses were ineffective with lowering their blood glucose prior to being hospitalized. The customer was treated with an IV drip of saline and glucose for their blood glucose. The customer reported their infusion set was crimped upon removal from their body. The customer stated the cannula was bent at 90 degrees. It was found the customer did not receive a no delivery alarm during this incident. Troubleshooting found the insulin pump passed a high pressure test. The customer declined to return the insulin pump for analysis.